Event description:
It was reported that during the implant procedure, there was an issue with the set screw. The lead was placed in the header and the set screw was tightened; however, the lead remained loose. An additional attempt yielded the same result. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.